Event description:
It was reported that there was poor barrier separation in tubes with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. This occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: not able to achieve an adequate separation in the cpt tubes.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was poor barrier separation in tubes with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. This occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: not able to achieve an adequate separation in the cpt tubes.